Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, while removing the 5.0x20mm veriflex from the hoop it was noted that the stent "slid slightly down partly off of the balloon". The procedure was completed with another of the same device. No patient contact was made.